Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the output of subject device became impossible (details of error occurrence status are unknown) during a procedure. The intended procedure was completed with another device. The subject device was returned to omsc for evaluation. Omsc confirmed the following event on (B)(6) 2021 and determined that it was an medical device report (MDR) reportable event. The tissue pad was severely worn out. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the product name was tb-0535fcs . The lot number was 18k with supplementary information number of "02". There was a mark in the non-insulated area which indicates that non-insulated area and the probe came into contact. The tissue pad was severely worn out. There was a mark in the probe which indicates that the probe and non-insulated area came into contact. Upon performing the probe check, no abnormalities were detected. Seal short circuit error was not detected when the output was activated in seal mode while the grasping section was closed. Based on condition of the subject device and investigation results in the past, a likely mechanism causing the reported phenomenon might be the following: the output in seal & cut mode was activated while nothing was grasped between the grasping section and the distal end of the probe (this includes after tissue resection). This caused the tissue pad to wear out severely. Since the tissue pad was worn out, the non-insulated area and the distal end of the probe came into contact. The output was activated in seal & cut mode while the non-insulated area and the probe were contacting each other causing an error and a contact mark. Due to the situation described above 3, an error could not be canceled. Therefore, it was determined that the output could not be activated. The above device handling has warned in the instruction manual.

Manufacturer narrative:
This is a supplemental report to provide additional information. The DHR with the lot number of the subject device was confirmed. No abnormalities were detected in the DHR for the following items which related to the reported phenomenon. [Inspection]high-frequency output. [Inspection]appearance.